Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device vent inop. Vent inop is a high priority condition that precludes safe operation of the ventilator. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. No patient involvement reported.

Manufacturer narrative:
(B)(6) 2017 correction; follow up with the customer indicates that the device was not vent inop. The device failed est; failure was discovered during pre-operation test; therefore unit will not be used on patient. This is not a reportable issue.